Event description:
Report received from abbott intl affiliate (abbott canada) of an overdelivery due to user misprogramming. The report states: "overdelivery. The pt received 150mg morphine instead of 70mg morphine. The pt experienced respiratory problems as a result. Narcan was administered to the pt. Pt is ok now." The report also states that "programmation of the pump was made at a concentration of 1mg/ml instead of 5mg/ml." A 5mg/ml via was in use (150mg/30ml). No add'l info was available.